Event description:
A report was received stating that after an unk amount of time in use, two lacerations were found on the left flange. Emergent tracheostomy change was required.

Manufacturer narrative:
Device eval: smiths med has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths med will file a follow-up report detailing the results of the eval once it is completed.